Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was discovered that the electrode array was not fully inserted in the cochlea, resulting in a decision to explant the device. The device was explanted on (B)(6 ) 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).